Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the metal head and metal liner provided product and lot combinations is no longer required. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised for hip pain.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.